Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in patient for endovascular treatment of a 5.5 cm abdominal aortic aneurysm. It was reported that the patient presented emergently. A CT scan was done and possible limb occlusion was observed. The patient was brought to the operating room. The right iliac artery was cut down. A embolectomy was performed with a fogarty device and some clot was removed. An angiogram was then performed. The angiogram showed moderate amount of thrombus throughout the stent graft in the right iliac artery. More clot was removed with the fogarty device. A balloon expandable stent was then implanted in the distal end of the endurant limb. An angiogram was performed which revealed a remaining lesion distal to the endurant stent graft and balloon expandable stent. A self-expanding stent was then implanted to treat the lesion. A final angiogram was performed and revealed a good result. Per the physician, the cause of events was unknown. No additional clinical sequelae were reported and the patient is fine.